Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reproted. The investigation is ongoing. Physical evaluation of the suspect device: the user's report is confirmed. The angulation on the device is locked/cannot disengage. The bending section/insertion tube is bent. Fluid invasion was noted. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using a urf-vs scope, the tip was completely bent. The procedure was temporarily abandoned for one hour while another scope could be obtained. The patient was waiting on the table during this time. Additional medication was required for anesthesia, however there was no adverse effects to the patient. The procedure was successfully completed with the second scope. The customer states they were aware e the scope was a little out of shape prior to starting but believed it would have been ok to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the problem was not established. However, it was probable that the device problem occurred because the user applied too much force to the bending section of the device. Additionally, the movement of the wire may have been hindered by the corrosion inside the control section. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ olympus will continue to monitor field performance for this device.